Manufacturer narrative:
It is unknown if the plate actually broke on (B)(6), 2015 or if this was the date the breakage was discovered by x-ray. This report is for an unknown plate/unknown lot. Device was reported not explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the variable angle-locking compression plate (va-lcp) radial column plate broke in half on two weeks post-operatively while the patient¿s limb was still in a cast. The patient reported hearing a ¿snap¿ and reported experiencing pain. X-ray(s) taken on or around (B)(6), 2015, revealed the subject plate had broken (the second plate remained intact), non-union of the fracture and reduction collapse. The subject plate, a second unknown plate and an unknown quantity of unknown screws were initially implanted during an open reduction internal fixation (orif) distal radius procedure on (B)(6), 2015. The patient underwent revision surgery on (B)(6), 2015 to remove the broken plate and associated screws. The second plate and associated screws were not removed. It is unknown if additional hardware was implanted during the revision surgery. This report is for an unknown plate. This report is 3 of 3 for (B)(4).